Event description:
It was reported that prior to an unknown procedure, the device was pre-fired and misfired. The device did not fire the clip. The device was not used in the procedure.

Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received with a malformed clip in jaws and a conforming clip jammed underneath the advancer between the advancer and the clip track. This condition prevented the device from proper feeding of the clips. The jammed clips were removed from the device and in an attempt to replicate the reported incident; the device was tested for functionality. Upon firing of the device, the remaining 8 clips were conforming according to our manufacturing specifications. In addition, the device locked out as intended. Please note as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.